Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the calcified mid right coronary artery. A rotablator burr was selected for use. During the procedure, it was noted that the burr became stuck in some calcium in the right coronary artery. Consequently, multiple balloon inflations alongside the stuck device were performed through a second access in the groin. Eventually, the device dislodged and was completely removed from the patient's body. No further patient complications were reported.